Manufacturer narrative:
1-29-2025: product not returned; no image in case and no sku/batch information provided therefore no DHR or retain evaluation can be conducted. The batch information provided is a manufacturing date stamp code, which is stamped on each flexshaft for that month. 0824 means the product was manufactured in 08-2024. Note this date stamp is post CAPA-2023-519. No further investigation can be conducted with the information provided. (Nwv). The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a automatrix shaft broke during use. No injury occurred.